Event description:
The pt was implanted with a spectrum contour post-operative adjustable mammary prosthesis on 8/10/1996. Subsequently, the pt experienced a seroma. The device was removed on 7/25/1998.